Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). The impedance had been stable with high, within limit values but recently there was a slight increase in the measurements. No noise was observed, and shock impedance limit alert was recommended to be reprogrammed to higher values, in case the sli increase to higher values, a max energy synchronized shock was recommended, and isometrics were recommended. The rv lead remains in service. No adverse patient effects were reported.